Event description:
This patient has a history of lupus for which she took steroids. She desired reversal of a colostomy which she previously needed for perforated diverticulitis. We performed the colostomy reversal procedure on (B)(6) 2013. We used a covidien premium plus ceea 31 mm stapler, inserted via the rectum to create the anastomosis between the proximal end of the descending colon and the rectal stump. We connected the anvil to the stapler, secured the anvil tightly, so that the green bar showed in the handle of the stapler, and fired it. We rotated the anvil control 1.5 turns, per usual practice to rotate the head of the anvil for removal. There were no apparent abnormalities in the function of the stapler to this point. However, when we attempted to remove the stapler from the rectum, we could not free its tip from the anastomosis despite multiple maneuvers. Each time we attempted, pulling gently on the stapler seemed to telescope the anastomosis down into the pelvis. We consulted two colleagues intraoperatively to evaluate the situation. We ultimately decided to make a 6 cm anterior longitudinal colotomy a few centimeters cephalad to (upstream of) the anastomosis to better understand and address the problem. We visualized the stapler anvil and found that a portion of the circumference of the peri-anastomotic tissue inside the staple line, located at the right anterolateral aspect, was not cut as it should have been by the eea stapler. This had resulted in our inability to remove the stapler from the rectum. We divided this remaining uncut tissue and removed the anvil from the stapler from within the lumen of the colon. The anvil head itself seemed to have appropriately rotated (from disengaging the anvil 1.5 turns after firing the stapler), but the stapler was tethered by the uncut tissue. Consistent with this, when we examined the donuts on the anvil post, there were two complete rings but the rings were wider where the tissue had not been cut, consistent with us having gently tugged on the stapler in our attempts to remove it. We passed the stapler off of the field and directed the operating room team to sequester it for analysis for possible manufacturing error. Because we could not easily remove the donuts from the anvil post, we submitted the anvil and donuts together to pathology. We repaired the proximal colotomy. We conducted a leak test by insufflating the rectum with air, and there was a small leak in the anterolateral aspect of the eea staple line. There was no visible defect in the staple line. We felt the leak was consistent with having tugged on this region during our attempts to remove the stapler. We reinforced it using lembert sutures and a repeat leak test showed no leak. Because she takes steroids for lupus, this patient is at higher-than-average risk of healing problems from an extra colotomy, which could manifest in a leak from the colotomy repair.